Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegations and the reportable issue found during the investigation, the cause was traced to a fluid invasion on the ethylene oxide valve resulting in no image and the scope communication errors b30 and e216. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had scope communication errors e216 and b30 errors. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient involvement.